Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was used during an unknown procedure on 16aug21 when it was reported, ¿during case, proximal occluder (blue) and distal cup (green) broke off of the curved shaft. All parts were retrieved from patient.¿. The procedure was reported as having been completed as planned using an alternate same device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: lot number and data of manufacture have been updated due to typographical error on the initial MDR. The lot number was 202108081 and is now 202103081. The date of manufacture was 2021-08-08 and is now 2021-03-08. Manufacturer narrative: one 60-6085-201a returned opened in original packaging. The lot number of the device - 202103081 was verified. A visual inspection confirmed the blue vaginal cone, green cervical cup, uterine balloon, and white shrink sleeve all detached from the vcare tube. The lure cap was also detached from the vcare. All pieces were returned. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 97 complaints, regarding 112 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was used during an unknown procedure on (B)(6) 2021 when it was reported, ¿during case, proximal occluder (blue) and distal cup (green) broke off of the curved shaft. All parts were retrieved from patient.¿. The procedure was reported as having been completed as planned using an alternate same device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.